Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with a cracked reservoir tube window.

Event description:
The customer reported that the insulin pump has been dropped on the ceramic floor. Troubleshooting was performed. The customer stated that the reservoir window and the reservoir compartment are damaged. The customer stated that when she dropped the device an alarm occurred. Reviewed the alarm history and found an error alarm. No further info was provided.